Event description:
It has been reported to philips that the allura monitors would not boot up and there was no x-ray available. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and identified system was frozen and stuck on philips screen on 1 monitor other monitors were blank and no x-ray. No service has been performed by philips since the case was cancelled by the customer and fault fixed by customer itself and system is up. To date, there have been no further reports of this issue.the codes were updated based on the investigation outcome.